Event description:
During a clinic follow-up, episodes of noise were observed on the right atrial (ra) lead. No intervention has been performed at this time. The patient was stable and will continue to be monitored.